Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output. Patient contacted dexcom via email and did not pick up when dexcom technical support tried calling the patient on (B)(6) 2013. Dexcom technical support was unable to leave a voicemail.